Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in start-up. The root cause was determined to be an improperly connected or defective display cable. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: blank display due to improperly connected display cable (during start up).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: failure mode description: lank display due to improperly connected display cable. Failure effect: blank display, use of alternative ventilation system required (ventilation continues, but monitoring and change of control parameter's not possible). Root cause: cable pn160357 improperly connected or defective. Correction: reconnect cable pn160357 properly or replace if necessary. Conclusion: complaint confirmed. No patient involvement/no patient harm.

Event description:
The following was reported to hamilton medical ag: blank display due to improperly connected display cable (during start up).